Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
(B)(4). D10: 110010248 g7 osseoti 4 hole shell 60mm g 66852932. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the curved inserter threaded shaft screw broke while trying to disengage the inserter handle from the acetabular cup implant while it was in the patient. The surgeon removed the cup from the patient and implanted a new cup.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d10, g3, g6, h2, h3, h4, h6. D10: 110010248 g7 osseoti 4 hole shell 60 mm g 66852932. 110003454 g7 curved inserter thd shaft unknown. 010002749 g7 straight mod scrdrvr 3.5 mm zb180501. Visual examination of the returned product identified wear from previous uses in the hex for the threaded shaft. Device is fractured. Distal threaded tip remains in the shell. Proximal side with hex was returned loose. Shell outer spherical diameter, rim, and inner spherical surface have damage from attempted use and to be separated from instruments. No other damage was noted. Nicks and scratches are noted from previous uses for the screwdriver. Hex tip is confirmed to have fractured off and remains in the inserter threaded shaft in the shell. DHR was not reviewed as no problem was found with the inserter. Medical records were not provided. No problem was found with the inserter as it was not involved in the interaction issue with the cup and threaded shaft. This complaint was confirmed based on the returned devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.